Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fe removed and replaced the spm. The patient cart battery is at 33 percent charge. After replacing the spm the battery is actively charging. All cells in the batteries are evenly charging. The battery is up to 42% charge before the fe left the site. System checks good. The system was tested and verified as ready for use. The spm assembly was received and failure analysis. Log review indicating a battery related fault issue. Upon visual inspection, no issues were found that would be related to the reported event. This spm assembly was installed, programmed, and tested on the pca is4000 system 1, with no issue on startup and no errors or failures were triggered. No issues were found. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that, following anesthesia but prior to the start of a da vinci-assisted surgical procedure, the patient side cart (psc) failed to start. The site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse instructed the site to perform a hard power cycle using the emergency power off (epo) on the psc; however, the issue remained unresolved. The tse then guided the site to replace the blue fiber cable (bfc) connected to the psc, but the issue persisted. Consequently, the surgeon decided to convert the procedure to laparoscopic surgery. Ports had already been placed when the issue was identified, and the conversion resulted in an increase in port size incisions but did not require adding additional ports. No patient injuries were associated with the event.